Event description:
Procedure type: lap gastric bypass. According to the reporter: intra-operatively, no staple line reinforcement used, estimated blood loss was 200ml. Liver biopsy was also performed operatively, no gastrointestinal bleeding was noted, and no leak was found during a dye test. Post-operative (2007), a leak was found and a re-operation was required to repair it.